Event description:
The balloon of this device was used to expand another MFR's coronary stent. The balloon was pressuriezed quickly to a pressure greater than its rated burst pressure. The balloon is reported to have burst while expanding the coronary stent. There was no report of complications or injuries related to this event.